Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following initial deployment of the valve to a depth of 5 mm, the valve was recaptured. As the valve was recaptured, complete heart block (chb) was observed. 6 more deployment attempts were made, each resulting in recapture. On a final deployment attempt, the valve was fully released and implanted in the patient. A permanent pacemaker implant procedure was scheduled to treat the chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - fdd/annex a and img/annex g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following initial deployment of the valve to a depth of 5 mm, the valve was recaptured. As the valve was recaptured, complete heart block (chb) was observed. 6 more deployment attempts were made, each resulting in recapture. On a final deployment attempt, the valve was fully released and implanted in the patient. A permanent pacemaker implant procedure was scheduled to treat the chb. No additional adverse patient effects were reported. Additional information was received indicating that the permanent pacemaker implant was performed two days after valve implant.